Manufacturer narrative:
The reported event was duplicated by the service technician. Handling of the device has most likely caused the reported event. The device was scrapped, as it was not repairable.

Event description:
It was reported that during a surgical procedure conducted at the user facility the device was broken apart and the led fell out. No impact to the patient, surgical delays, medical intervention, or adverse consequences were reported with this event.

Event description:
It was reported that during a surgical procedure conducted at the user facility the device was broken apart and the led fell out. No impact to the patient, surgical delays, medical intervention, or adverse consequences were reported with this event.